Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Report source of health professional changed to foreign. The lot was manufactured from november 11, 2014 - november 13, 2014. The device was received for evaluation. Visual inspection revealed floating white particulate matter inside of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white particulate matter floating in the solution. This was found during storage. The device was filled with aciclovir. There was no patient involvement. No additional information is available.